Manufacturer narrative:
On 2/17/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model # m-5723-15, s/n: (B)(4). Direx 12fr sheath. Pentaray nav eco catheter, model # d-1282-07-s, lot #17547998l. Carto 3 system. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the event, he physician had placed cryo balloons in all 4 pulmonary veins. A soundstar catheter was being used to visualize the septum during the transseptal puncture. Once the puncture was performed, the smart touch catheter was accidentally inserted through the left atrium into the left atrial appendage. The catheter was immediately removed, and the tamponade was confirmed via transthoracic echocardiogram. The time between insertion of the catheter and diagnosis was less than a minute. A pericardiocentesis was performed, and 250cc of fluid were removed. The procedure was aborted, and the patient was intubated and sent to the intensive care unit for monitoring. The patient was eventually reported to be in stable condition. The physician¿s opinion is that the injury occurred when the catheter was advanced into the left atrial appendage. There were no reported patient factors that may have contributed to the injury. The patient¿s history includes low blood pressure, gastroesophageal reflux disease, sleep apnea, mitral/aortic insufficiency and nonischemic sestamibi. The transseptal puncture was performed with an unknown needle. The sheath in use was a direx 12fr. No ablation had taken place at the time or site of injury. Irrigated catheter flow was set to 2cc/min. It is unknown if anticoagulants had been administered. The catheter was not zeroed prior to the injury, as there was not enough time. No error messages presented on any biosense webster equipment during the case.